Manufacturer narrative:
Additional info: the device was returned for evaluation. Visual inspection found the lens was not damaged. The delivery device was not returned. Through functional testing, using a sample delivery device, the lens was found undamaged and functioned as designed. A device history record (DHR) review did not find any non-conformities or anomalies related to this complaint. Based on the available information, there is no known device problem.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that the lens was removed five months post implant due to unspecified "mechanical complications". Additional information has been requested but not received.